Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1403us / expiration date: 2018-11-30 UDI #: (B)(4) return date: 2018-04-17 device evaluation anticipated, but not yet begun mfg date: 2017-11-14 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of ventricular assist device (vad) implant, the driveline was connected to the primary controller at bedside and an electrical fault alarm sounded. The driveline appeared very taut and sharply bent prior to connecting to the controller. The patient pack was loosened and the tautness of the driveline was lessened; the alarm resolved and did not occur again that day. One day post-op, the patient experienced four additional electrical fault alarms that resolved. A fifth electrical fault alarm sounded early morning hours of post-op day two. Log files were assessed indicating that there was potential contamination of the driveline connector. The driveline was inspected and it was verified there was no trauma to the driveline, the connector was not loose, and the driveline cover was on correctly. A driveline cleaning and evaluation was performed post-op day three. The patient was prepped with anticoagulation and inotropes. The patient tolerated two rounds of cleaning with pump off time. A small amount of red contaminant was observed on the controller pins. The controller was exchanged and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Correction: b1 was changed from product problem to adverse event and product problem. B2 outcome attributed to adverse event was changed from "blank" to intervention required. H1 type of reportable event was changed from malfunction to serious injury. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: a2. Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the controller passed functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Visual inspection of the controller also revealed contamination on the controller driveline connector. The reported event was confirmed via log file analysis which revealed several electrical fault alarms have been logged since (B)(6) 2018 due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). Based on the available information, the most likely root cause of the reported event can be attributed to contamination/foreign material of the driveline cable connector and/or controller driveline connector. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation, the most probable root cause has been attributed to design/training issues. Additional products: controller 2.0 (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 180, 331 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.